Event description:
Follow up information received from the patient reported that the electrical sensation on the left side of the cheek began spontaneously and it is unknown why. On (B)(6) 2016 the patient tried reprogramming but it wouldn't help. Only (B)(6) they went to their previously scheduled appointment with the healthcare provider (hcp) who ordered an MRI with contrast for (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was experiencing an electrical sensation / a little buzz on his left cheek starting on (B)(6) 2016. It was stated that the sensation was intermittent, but lasts upwards of 3 minutes and only occurs during the day. The patient also noted that this issue has never happened before. The patient confirmed that there was no trauma / falls related to the issue, and has an appointment with the health care provider (hcp) on (B)(6) 2016.

Event description:
Additional information was received from a patient. It was reported that the patient was still feeling stimulation in their face. The patient feels the sensation in the morning and it lasts up to 5 minutes, but then the patient goes s several hours without experiencing the sensation. The patient confirmed that the issue was not occurring prior to a reprogramming session that occurred 2-3 months prior to the onset of the issue. An MRI was performed on (B)(6) 2016 but it was stated that it did not show anything. The patient also stated that during his last reprogramming session he experienced pain as he "lit up like a candle", which hit him in the side of the head. The health care provider (hcp) told the patient to take aleve/aspirin and to go to the ER if it did not improve. The patient stated that he went to the ER, but the staff did not know what to do. The patient again met with a hcp and the pain resolved with reprogramming. The patient noted that he takes aspirin twice a day for a condition with his blood ("factor v") but confirmed it was unrelated to the device/therapy. It is unknown if the electrical sensation was resolved.

Event description:
Additional information received from the patient reiterated their tingling sensation in the face/upper cheek, and sensitivity on the side of their head/behind the left ear. It was stated that when they roll on their pillow it is too sensitive and they "come to" right away. The patient doesn't notice the tingling sensation if they are busy but just when sitting down and relaxing. An x-ray and MRI were done but the healthcare professional (hcp) still can't figure out what is causing the issue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.